Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown accolade ii size 6 broach. A supplemental report will be submitted upon completion of the investigation.

Event description:
Green dot reported to have come off the accolade broach during surgery. The dot was recovered from patient and no adverse consequence or delay in surgery. Sales rep checked other broaches at hospital noticed that the green dot on the 4, 5 were flush to the broach and the green dot on the size 6's seemed to be raised slightly.

Manufacturer narrative:
An event regarding damage involving a size 6 accolade ii broach was reported. The event was confirmed. Method & results: -device evaluation and results: the accolade ii broach had a green neck indicator. The surface of the indicator was uneven and exhibited what appeared to be indentations. Inspection under a microscope indicated fragments of the indicator had chipped. A material expert determined the fracture was due to overload. -medical records received and evaluation: the hospital will not release medical records. -device history review: review of the device history records indicates all devices were accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the damage which resulted in crack/ fracture of the green color indicator was due to overload.

Event description:
Green dot reported to have come off the accolade broach during surgery. The dot was recovered from patient and no adverse consequence or delay in surgery. Sales rep checked other broaches at hospital noticed that the green dot on the 4, 5 were flush to the broach and the green dot on the size 6's seemed to be raised slightly. Update:sales rep clarified intraoperative event. A piece of the indicator fell into the patient and was retrieved. It was not the entire plastic indicator.